Event description:
Baxter reports the spike of the uv transfer set was broken when a pt connected to a yume set while using a clean flash machine. The transfer set was changed immediately after the incident was noted and no pt injury or medical intervention occurred as a result of the incident. The set had been in use for 80 days.